Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare ('fph') clinical product specialist that bruising occurred on the foreheads of both twin infant pts when the bc300-05 17-22cm infant bonnet was used by the facility for the very first time. The hospital has advised fph that they were using a different product previously and have only recently purchased fph's pt interface starter kit. Although the hospital had scheduled a time for an fph product specialist to conduct inservicing and training in the correct use of the product, the hospital commenced using the product when the pts were born before the scheduled date of training, prior to attending medical staff having received the appropriate training and education. In respect of the pts' current status, the hospital has confirmed that the bruises had 'not broken open' and were healing well.

Manufacturer narrative:
(B)(4). Conclusion: it is likely that the bruising sustained by the infant pts as reported by the hospital was primarily due to incorrect use and set-up of the medical device and components, in particular, possible overtightening of the bonnet straps coupled with the overall assembly of individual components that resulted in some pressure in the areas where the bruises occurred. This could have resulted from a lack of adequate training and/or unfamiliarity with a new product as above mentioned. Following notification of the incident, an fph representative performed immediate training and also arranged for additional training resources (cds) to further assist the hospital. (B)(4).